Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure, the micrusphere 10 cerecyte microcoil (csp10025030/c17291) stretched during insertion into the target aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. The microcatheter used during the procedure was a sl-10 (mc) microcatheter, and resistance occurred during positioning of the coil delivery system. No additional torque or manipulation, getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. After the event, the same microcatheter was used with the subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was re-shaped. After the event, no damages noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc). The procedure was successfully done without any adverse event, and the device will be returned for analysis. There was no adverse event reported and the component will be returned for analysis.

Manufacturer narrative:
During the coil embolization procedure, the micrusphere 10 cerecyte microcoil (csp10025030/c17291) stretched during insertion into the target aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. The microcatheter used during the procedure was a sl-10 (mc) microcatheter, and resistance occurred during positioning of the coil delivery system. No additional torque or manipulation, getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. After the event, the same microcatheter was used with the subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was re-shaped. After the event, no damages noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc). The procedure was successfully done without any adverse event, and the device will be returned for analysis. There was no adverse event reported and the component was supposed to be returned for analysis but it has not been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Also, please note that this DHR was accidentally not included during the initial submission. Based on the information and without the product, the reported event could not be confirmed. However, based on the available information, procedural factors may have contributed to the event. Additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint, therefore no corrective actions will be taken at this time.

Manufacturer narrative:
During the coil embolization procedure, the micrusphere 10 cerecyte microcoil (csp10025030/c17291) stretched during insertion into the target aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. The microcatheter used during the procedure was a sl-10 (mc) microcatheter, and resistance occurred during positioning of the coil delivery system. No additional torque or manipulation, getting the coil to stick to the coil mass, or trying to remove from the microcatheter and bumping into the distal end of the microcatheter. After the event, the same microcatheter was used with the subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was re-shaped. After the event, no damages noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc). The procedure was successfully done without any adverse event, and the device will be returned for analysis. There was no adverse event reported and the component was supposed to be returned for analysis but it has not been received. As viewed through the returned packaging, the coil was returned unsheathed, stretched, and entangled. It was also found that the distal section of the coil has compression, buckling, and stretching damage. This damage caused the coil to lose its secondary winding shape. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. There are multiple contributing factors that may have produced the coil damage found. These factors may have worked separately or in tandem which each producing similar results. The primary contributing factor to the coils damage may have occurred when the microcatheter was repositioned with the coil inside the aneurysm as stated in the event description. During microcatheter repositioning, the coil may have been damaged and stretched as it was anchored inside the aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor may have occurred during repositioning of the coil inside the aneurysm. The coil may have encountered distal interference from the coils already dwelling inside the aneurysm, on itself, or from the distal tip of the microcatheter. This interference may have caused the coil to have become anchored inside the aneurysm. When the anchored coil was retracted for repositioning, the coil may have become damaged and stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the third contributing factor to the coil¿s damaged and stretching may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced a portion of the coil damage found and caused the sl-10 microcatheter to lose its position on the target aneurysm. The loss of the microcatheters position may have required the repositioning as stated in the event description. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the fourth contributing factor to a portion of the coil damage found may have occurred when the coil was retracted through the rhv with the green introducer proximal to the rhv as the coil was returned unsheathed. The unprotected coil passing through the adjustable rubber gasket may have become anchored on the gasket causing stretching damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was reported that additional manipulation was required and that the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use cautions that during coil positioning, repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. This procedural factor and vessel/target site characteristics may have contributed to the reported stretching of the coil. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.